Manufacturer narrative:
Patient demographics (date of birth and weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The evaluation did not reveal anything relevant to the event. Device functioned properly. The cause of the event is unknown. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that during a rotator cuff repair, scorpion misfired multiple times. Needle would not engage. Device removed from sterile field. Physician converted to open procedure to complete the case.